Manufacturer narrative:
Additional information was requested from the user facility. From the responses received it was determined that the coil had not been soaked in saline during preparation, however, continuous flush was maintained. All movements were slow and smooth, the patient had a mildly tortuous anatomy and some force was required to remove the coil from the catheter once friction was felt 15cm from the catheters hub. The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The pusher-wire was returned for analysis and was found to be kinked 65.5cm from the distal end. The distal end of the pusher-wire was examined and the polyethylene tetraphthalate (pet) junction was still intact. It appeared as though the coil had been pulled out of the pet junction as the coil was not attached to the distal end of the pusher-wire nor was it returned. Additional information stated that the coil was not soaked in saline prior to use as per directions for use which instructs the user to "gently immerse the gdc detachable coil and its coil junction in heparinized saline". "Soaking the coil in saline increases the lubricity of the coil, thereby minimizing friction between the coil and the catheter". Therefore, it is likely that failure to soak the coil led to friction and the eventual failure to advance the coil further into the microcatheter. The force required to remove the coil from the microcatheter then caused the coil to separate from the pusher-wire. Consequently a root cause of user error will be assigned.

Event description:
Upon analysis of the returned device, the coil was found to be detached from the pusher-wire. There was no consequences or impact to the patient.